Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer had difficulty filling the infusion set tubing multiple times. Customer's blood glucose was 485 mg/dl. Tandem technical support educated customer on how to fill tubing.